Event description:
Initial problem was reported to valeritas customer care during an inbound call from valeritas sales rep. This is a summary of the f/u call from product compliance to the pt. Called pt (B)(4) 2012: (B)(6) female using vgo20 since (B)(6) 2012, had hyperglycemia on (B)(6) 2012 that resulted in hospitalization overnight. Bg was >700 mg/ul in ER. Pt had applied v-go at 11:30pm (B)(6) 2012 and next an bg was >600 mg/dl; she gave bolus dose of 6 u, then ate (B)(4) breakfast; eggs, sausage, 1/2 biscuit. Bg was 576 mg/dl after breakfast. After lunch she gave bolus of 8u; went to picnic for dinner; bg at picnic was >600 mg/dl. Her husband took her to ER early evening. She stated that she felt "ok", not bad, as she did when first diagnosed in (B)(6) 2011 with type 2 dm. When she was in hospital room around 12:30am on (B)(6) 2012, she looked at the v-gc and it appeared to be half full; at that time she removed v-go and it was discarded in hospital. V-go had not become detached from her body. She was discharged afternoon (B)(6) 2012. [(B)(6) recovered without discontinued v-go and uses lantus and novolog via insulin pen. Has dr. Appointment scheduled for (B)(6) 2012. Her bg this morning was 69 mg/dl before breakfast. F/u is not indicated since she is not using v-go and is stable. Pt agreed to sign hippa authorization. On (B)(6) 2012, case closed, no attributable cause since there was no device available for investigation and the pt did not return a signed hippa form (as of this filling) to obtain add'l info from the hospital.

Manufacturer narrative:
(B)(4). This complaint was generated after the actual occurrence based upon a inbound call from valeritas sales rep. The v-go is a single use 24 hour disposable device. The device had been disposed of at the hospital and could not be investigated. The pt did not returned a signed release of info from to get add'l data from the hospital. The pt put a new v-go on at 11:30pm (B)(6) 2012 and then took bg reading next morning. The pt's bg level was >600 mg/dl indicating the v-go was not functioning and providing insulin. Pt administered a bolus dose of 6 units, prior to a (B)(4) breakfast consisting of eggs, sausage, 1/2 biscuit, bg was 576 mg/dl after breakfast. After lunch she gave bolus of 8 unit; went to picnic for dinner; bg at picnic was >600 mg/dl. Pt was taken to hospital by husband early evening (B)(6) 2012 and released afternoon (B)(6) 2012. The observed symptoms indicate ketoacidosis which implies the device provided little or no insulin during the night. The pt said that she had been using the device for 1 month ((B)(6) 2012) which could indicate she knew how to use the device and she said the device was attached at time of hospitalization. The device was unavailable to investigate. No specific cause identified. The pt recovered and is now using a needle and syringe.